Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that this morning, while brushing their teeth, a part of the dual clean head came away from the brush into their mouth. No injury was reported.